Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Manufacturer narrative:
The AED (sn (B)(6)) was returned for evaluation due to rapid battery depletion. Testing confirmed the AED was functional and operating as designed, with a standby current draw of 0.02 ma (nominal 1 ma). Analysis of the associated battery pack (bpsn (B)(6)) identified depleted cells (8.25 v open circuit; 0.32 v under 2 a load; battery low warning flag set). Testing in a reference AED confirmed the unit would not power on. The cell depletion was determined to be unrelated to any device malfunction or abnormal current draw. The AED performed within specification and did not contribute to the reported condition.